Manufacturer narrative:
Additional device product codes: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2019, a drill bit for quick coupling broke during drilling a pilot hole for a 3.5mm cortical screw during a proximal tibial fracture, right side procedure. The drill bit hit another unknown screw on the medial side and broke. The drill bit was recovered in full and x-ray was done throughout the case showing no fragments of the drill bit. Once the direction of the unknown cortex screw was made aware under x-ray, the surgeon avoided going to the same depth and used a shorter unknown cortex screw to avoid hitting the unknown cortex screw again. The unknown cortex screw that was partially damaged by the drill bit was decided by the surgeon to not change the unknown cortex screw as it was well seated and had a great compression with the unknown plate. The surgeon was happy with the unknown plate placement (both as it was bilateral plating of a proximal tibia) and had no other issues with anything in the case. There were fragments generated and were easily removed without additional intervention. The procedure was completed with no surgical delay reported. There was no patient consequence. Concomitant device reported: unknown cortex screws (part# unknown, lot# unknown, quantity unknown); unknown plate (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 2.5mm drill bit. This is report 1 of 1 for complaint (B)(4).